Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/3/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ did this issue contribute to any patient adverse event? ¿ are there any photos of the foreign matter available? ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ was the suture seals on the foil still intact when the package was opened? ¿ where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging) ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2026 and suture was used. During the preparation of sterile suture during surgery, a hair was found inside the unopened suture package. The doctor replaced it. There were no patient consequences reported. Additional information was requested.